Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to a faulty printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed to be due to a faulty patient board set. The inspection also found the video connector was in fair condition. This is ongoing an investigation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac) that the evis exera iii video system center had a black image with every scope. The issue occurred during preparation for use. The customer tried different 180 scopes and different pigtails, and 190 scopes but had the same issue. The light source was at 300 hours. The device was swapped with another light source with 50 hours with the same issue. The customer confirmed that the cables on the back are in good condition. There were no reports of patient harm or impact associated with the reported event.